Manufacturer narrative:
Concomitant medical products: w1sr01, ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the right atrial (ra) lead: intermittent atrial undersensing during high rate episodes, diminished p waves, far field r-wave (ffrw) oversensing and oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.